Event description:
The customer reported a blank display and beeping. Troubleshooting was performed, but the display remained blank. The customer also reported a crack on the case. Advised that the insulin pump would be reported. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump also had a cracked reservoir tube lip and display window corners.